Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing Morphine (Unknown) (3 mg/mL at 0.4 mg/day). It was reported that the patient had mild symptom return but no withdrawal symptoms. There was a 2mL difference between expected pump reservoir volume and actual volume. During a Catheter Access Port (CAP) aspiration the physician reported that the aspiration was slow and that they encountered a lot of resistance, so the physician decided to replace the 8780 pump segment with an 8784. The flow was much improved after doing this. Because of this the physician decided to replace the pump segment only. Additional information was received from a healthcare provider via company representative stating that the cause of the volume discrepancy and the slow aspiration was not able to be determined. What was known, was that after trimming the previous 8780 just beyond the collet and connecting a new 8784, the flow improved with aspiration. When aspirating, the actual reservoir volume was 4.6mL and the expected was 2.6mL.

Manufacturer narrative:
Continuation of D10: Product ID 8780 Lot# Serial# N796910001 Implanted: 2020-02-18 Explanted: 2026-07-09 Product Type CATHETER Section D information references the main component of the system. Other relevant device(s) are: Product Id: 8780, Serial/Lot #: N796910001, UBD: 21-MAR-2020, UDI#: 00643169783027 Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.